Manufacturer narrative:
Initial reporter name and occupation updated. Based on additional information regarding length of delay to the procedure, and re-positioning of screws, is corrected to adverse event & product problem, and is corrected to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a delay to the procedure of one hour. The amount of inaccuracy alleged was unknown. The surgeon had positioned 4 screws when he alleged the accuracy was off. The surgeon then decided to re-position all 4 of the screws.

Manufacturer narrative:
Patient information was unavailable from the site on the date of filing. A medtronic representative went to the site to test the equipment. Testing revealed that no failure could be found. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a sacroiliac and thoracolumbar procedure there was an alleged inaccuracy. The surgeon used the spine software and point merge registration, to navigate a thoracic fusion case. He had put in four screws when he brought the c-arm in for verification. After which, he was not happy with where the screws had been positioned. There was no reported impact on patient outcome.